Event description:
There was an allegation of a questionable elecsys hbsag ii auto confirm result from the cobas e 801 analytical unit. The initial result was 1.36 coi (positive), and the repeat result was 1.22 coi (positive). An auto confirmation test result was 37% and confirmed to be reactive. Due to the patient's history the doctor requested a new sample from the patient. On (B)(6) 2025, on the same cobas pro the results of the hbsag and the auto confonfirmation, were both reactive. They were then tested on abbott analyzers and the results were negative. On (B)(6) 2025, both the first and second samples were aliquoted and sent to two separate labs, both using e 801 analyzers and the results were negative, with results around 0.6 coi for both samples. One of the labs also performed auto confonfirmation testing, with indeterminate results for both samples. The samples were both repeated on (B)(6) 2025. The first samples hbsag result was 0.633 coi (non-reactive), hbsag2cl: 58% (indeterminate) the second samples hbsag result was 0.75 coi (non-reactive), hbsag2cl: 60.3% .(confirmation not valid)

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). It was noted that both positive samples were processed using the primary tubes, while the samples that were sent out and repeated were from secondary tubes. Qc passed prior to the event. The investigation is ongoing.

Manufacturer narrative:
There was no sample available for investigation. According to the method sheet, if the hbsag confirmatory results are indeterminate or a non-valid result is given, it should be repeated. If the results are the same, a follow-up sample should be measured.